Event description:
It was reported that after implantation of an intraocular lens (iol) into the right (od) eye, the patient presented with a decrease in vision and the iol appeared to be scratched. In the surgeon''s opinion, the most likely cause of the iol damage was due to a loading error. The surgeon referred the patient to a specialist and approximately three weeks after implant, a successful lens exchange took place. The patient's outcome is good. Additional information has been requested, but not received.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the intraocular lens (iol) was cut into two pieces and one haptic was missing. Scratches were visible on the iol optic. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.